Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with the infusion set the night before and was now experiencing high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. The customer treated her blood glucose level with a manual injection via a syringe. The customer was concerned the insulin pump counted to 3.2 units before she saw insulin drop out. Maybe there was air in the tubing. The device was not returned.